Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision, asr resurfacing- right, reason(s) for revision: unknown. Update: update reason for revision, (B)(6) reference number (recorded but not updated in email from 26 july 2013), contact details hospital, surgeon's name. Updating products with complaint category, place of manufacture, date of manufacture, expiry date, construct type, brand name and common name. Taken from email 10 march 2015 (pd 11 march 2015). Update: reason(s) for revision: pain. (B)(6) (from email 26 july 2013 attached to compact but not updated). (B)(6). Products updated (pd 11 march 2015).

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(6). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received from (B)(6): reason(s) for revision: noise.

Event description:
Reason(s) for revision: unknown.

Manufacturer narrative:
Asr revision. Asr resurfacing- right. Reason(s) for revision: unknown. Update: update reason for revision, kid reference number (recorded but not updated in email from 26 july 2013), contact details hospital, surgeon's name. Updating products with complaint category, place of manufacture, date of manufacture, expiry date, construct type, brand name and common name. Taken from email (B)(4) 2015 (pd (B)(4) 2015). Update:reason(s) for revision: pain. Kid (B)(4) (from email (B)(4) 2013 attached to comact but not updated). Contact: (B)(4) hospital: (B)(4) surgeon's name: (B)(4). Products updated (pd 11 march 2015). Update august 9, 2017 - additional information received from (B)(4):reason(s) for revision: noise. This complaint was updated on august 14, 2017.the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Asr revision, asr resurfacing- right reason(s) for revision: unknown. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.